Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 54 mg/dl, the out-of-range period lasting about 20 minutes, the system alerting to the low, and the event corrected with oral glucose tablets; the user requested experienced support regarding algorithm behavior and expressed interest in retraining on treatment of lows, meal announcements, and exercise. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with a review of algorithm use and user training, including prior factory reset and continued follow-up with the current trainer. Investigation of this case revealed no device alarms or malfunctions and an unclear cause for the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.